Event description:
This lab uses langston 6f pigtail catheters on a regular basis and like the product. The staff followed the following procedure: remove catheter from package. Flush both ports of the y adapter. Load guidewire. Locate straightener near the distal tip. Insert catheter into the sheath. The physician then noticed that most of the straightener was in the sheath. He withdrew the catheter and removed the straightener. The langston catheter was successfully used after this. The product was not available for return.